Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the gastrointestinal videoscope displayed a scope communication error code e226 and the image displayed blue stripes. No patient harm was reported.